Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she obtained an error 2 message on (B)(6) 2010 at 10:00am. She continued to take her usual diabetes regimen. The patient mentioned that a week after the alleged issue began she developed symptoms of numbness in her toe and knee pain. Due to the alleged symptoms the patient went to visit the physician's office and was treated with glucose tablets/glucose gel. The patient was not tested on another device. While troubleshooting, it was noted that the meter had been miscoded. When a meter is miscoded, it may lead to false blood glucose readings. The patient was using the correct test strips. Customer care advocate (cca) walked the patient through the proper way of testing and issue was resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, verify that the patient was not tested on another device and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the alleged error 2 message, she later developed symptoms and had to receive glucose tablets/glucose gel by a health care professional.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.